Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# : (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter, ubd: 18-mar-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 50 mg/ml of dilaudid at 14.203 mg/day and 5000 mcg ml of fentanyl at 1275.4 mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient's pump was replaced on (B)(6) 2019 and the rep planned to return the device to the manufacturer. The sutureless connector was also replaced at this time and the rep planned to return the catheter as well. It was reported this was a routine pump replacement. It was reported there were no adverse or unexpected symptoms reported by the patient. The doctor noted what appeared to be calcified drug residue encapsulating the pump and sutureless connector. Both were replaced after the back table prime. No environmental/external/patient factors were reported. No diagnostics/troubleshooting were performed. The issue was resolved at the time of the event, (B)(6) 2019. The patient's status was provided as alive, no injury. No further complications were reported or anticipated. The patient's medical history included: gerd (gastroesophageal reflux disease) and scoliosis. Other medications being taken at the time of the event included: baclofen 10 mg tid, furosemide 40 mg qd, cozaar 25 mg qd, sertraline 100 mg qd, bumetanide .5 mg qd, hydrocodone 10/325 q6h, clonidine .1 mg qd.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during three of four tests conducted in the lab. Evaluation of implantable catheters serial(s)# (B)(4) revealed no significant anomalies. Analysis confirmed there was foreign material on the catheter but did not find any significant anomalies with the returned catheters. The catheters passed all functional testing in the lab. Both catheters were found to be patent, without any leaking observed in the lab. The evaluation codes have been updated for this event. (B)(4). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter, the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 17-jul-2014, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork. It was reported the pump was replaced on (B)(6) 2019 due to normal battery depletion (eri) and a ¿potential performance issue¿. It was clarified the pump appeared to have some drug residue in the pocket as well as the interface of the sutureless connector and pump. No further complications were reported.